Event description:
In (B)(6) 2008, the patient began treatment with dianeal pd2 ambuflex and dianeal pd2 ultrabag intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On an unreported date in 2010, the patient was hospitalized with peritonitis. Peritoneal effluent analysis results, if any, were not reported. Remedial treatment and outcome for the peritonitis was not reported. The root cause of the peritonitis was unknown. The patient was transferred to hemodialysis. The nurse considered the event of peritonitis to be unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.